Event description:
A report was received that the patient developed infection at the ipg and lead sites. The symptom included redness at the site. Antibiotics was prescribed and the patient underwent an explant procedure. The physician believed that the infection was not device or procedure related.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50 (B)(4). Description: artisan surgical lead, 50cm the explanted devices were not returned to bsn as they were discarded by the medical facility.